Event description:
The pencil was involved in a very minor burn of an or nurse on 10/09/96. The cord was draped across the mayo and when the nurse leaned on the mayo and when the nurse leaned on the mayo stand the current took an alternate patch through her arm and resulted in the burn. There appears to be pin hole on the cord.